Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the noisy image was a damage to the charged coupled device (ccd) unit. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited a noisy image, which was determined to be caused by a damage to the charged coupled device (ccd) unit. There was no patient involvement.